Manufacturer narrative:
The pod arrived fully deployed. Timeouts and a drive stall were observed in the data. Timeouts, but not drive stalls, were replicated in a rerun. No drive resistance was observed. Inspection of the drive mechanism components found no damages or defects. No damages were observed on the needle mechanism, which was reset and redeployed successfully. Because it could not be determined when the needle mechanism deployed, it could not be determined if the high pulse width w/ drive stall is the root cause of the reported event. The exact cause of the high pulse width w/ drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.